Event description:
The advocate stated his father received a blood glucose reading of 167mg/dl on the contour meter, injected insulin and then fainted. He was given sweets and orange juice. Test strips are to be returned for evaluation. Replacement meter and strips were sent to the customer.

Manufacturer narrative:
Initial reporter information was not provided.